Manufacturer narrative:
The product identity was confirmed in the evaluation. The bar was visually inspected and found to be returned without the original packaging. There are no apparent signs of damage on the bar. The design forms were reviewed and it was confirmed that the design was approved by the surgeon; therefore the complaint cannot be confirmed. The design engineer overlays a bar shape and a range of sizes onto a CT scan slice. The surgeon approves the shape and picks a bar size. The most likely underlying cause of the complaint is customer preference. There are no indications of manufacturing defects. The instructions for use states, ¿the surgeon is to be thoroughly familiar with the implants and the surgical procedure prior to surgery. The correct selection and placement of the implant is important. Preoperative planning to determine the most appropriate size and final position of the implant is required.¿

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event; a follow-up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during surgery it was discovered that the bar was too short for the placement location they chose and therefore could not be used. The bar was a size 11 and the bar used to complete the procedure was a size 14. This was identified visually as the difference was great. The delay in surgery was just the time to bend the stock bar, which took approximately ten minutes.